Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer reported via sales rep that pt had a primary implant surgery on (B)(6) 2007 which completed successfully. Customer further reported via the sale rep that the stem snapped while in the pt on (B)(6) 2010 and revision surgery had to be done on (B)(6) 2010. Customer further added via the sales rep that the pt is normally active and mobile, (B)(6).